Event description:
The femoral and tibial components were both fixed with poly-methyl-methaerylate augmentation. The surgeon asked for the a/p lipped 11mm insert. He thoroughly cleaned the top of the cruciform tibial baseplate component before attempting to insert the component. The 11mm a/p lipped insert was inserted by hand and then impacted with the insert impactor. The tibial insert would not seat after many attempts. The tibial baseplate surface was cleaned again and again it would not seat. Another 11mm a/p lipped insert was installed, and the three point fixation worked correctly. There was no adverse consequence for the pt.